Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported during intraocular lens (iol) implant procedure, lens was damaged by injector and the lens was about to be inserted into the patient's eye and the doctor noticed a piece of the lens in the cartridge did not look correct. Therefore, the insertion of that lens was stopped and a new lens was used which loaded fine. Additional information has been requested.